Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigations system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure there was an alleged inaccuracy. After auto-registering with the imaging system, they surgeon alleged an inaccuracy. The site stated that they used a perc pin instead of the clamp and didn't have great purchase on the perc pin. When it was removed, it was noticed that it was barely seated. The inaccuracy was about 10 mm and the perc pin was approximately 10 mm too shallow from where they initially placed it. The clinical specialist reported that after the case, he performed an accuracy check on the lumbar demo and was perfectly accurate. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.